Event description:
It was reported that there was a loose set screw. The lead was reset into the header and resolved the oversensing problem. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.concomitant products: product ID 694765 implantable tachy lead implanted: (B)(6) 2007, 4196 implantable pacing lead implanted: (B)(6) 2013, 4076 implantable pacing lead implanted: (B)(6) 2007. (B)(4).